Event description:
A (B)(6) male pt called zoll customer support to report that his response buttons were not activating his monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating monitor) was confirmed. Upon investigation the rear response button was non-responsive. The cause for the non-responsive rear response button was a damaged response button cable at the base of the button. The root cause for the damaged cable could not be positively identified. No adverse event resulted from the damaged response button cable. The pt received a replacement monitor.